Manufacturer narrative:
H6: medical device problem code 2017 clarifier - incorrect prep. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was air aspirated/prepped inside of the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use IFU, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the mildly tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid right coronary artery with moderate calcification, mild tortuosity and 90% stenosis. A non-abbott stent was deployed and the 3.0x12 mm nc trek neo balloon dilatation catheter (bdc) was not prepped outside the anatomy prior to use. The nc trek neo was used for post dilatation. The balloon ruptured during the first inflation to 12 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.